Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-02521. It was reported the patient was experiencing a change in the location of the stimulation. The physician reported the right supraorbital lead had migrated to the temporal region and the left supraorbital lead had migrated to the thoracic spine. The patient continued to receive effective stimulation. The patient underwent surgical intervention on (B)(6) 2018 where the leads were repositioned. Postoperatively therapy was effective.